Manufacturer narrative:
Reporter: patient. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
The prodisc pt assistance line (pal) advised they received a call from a prodisc-l pt. The pt indicated she underwent prodisc-l implant and fusion. The initial procedure was performed 4 yrs ago on (B)(6) 2007. The pt indicated she does not know at what level she has the pdl and what level was fused. The pt indicated that she has to have the scar tissue scraped away every 2 months and x-rays taken show the pdl is slipping and needs to be replaced. The pt also indicated that 'norco' filler was used. This is one of three reports for this event.